Manufacturer narrative:
No issues were identified during the course of the investigation. The discrepancies seen could be due to low level viremia present in the different sample collections or issues with sample handling. Corrected sample results in section b6. (B)(4).

Manufacturer narrative:
A customer alleged discrepant results for 4 patients while using the cobas® sars-cov-2 assay. New collections were taken for each patient and tested on an unknown platform. The original results were released but no harm has been alleged. The customer is using non-recommended sample collection practices. An investigation to evaluate the customer issue is ongoing. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results for 4 patients while using the cobas® sars-cov-2 assay. New collections were taken for each patient and tested on the same platform. The original results were released but no harm has been alleged. According to the customer, samples were collected with nasopharyngeal and oropharyngeal swabs and sun trine transport media. This is not considered a recommended practice. For samples run on the same day as collection, they were stored at room temperature. For those run a day or more after collection, the specimens were stored in a 2-8c refrigerator. The samples were equilibrated to room temperature prior to transfer to the secondary tube and there was no vortexing step. An investigation to evaluate the customer issue is ongoing.